Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
On (B)(6) 2024, the patient underwent a thrombectomy procedure using an indigo system flash aspiration catheter. During the procedure, post first clot removal the patient experienced supra ventricular tachycardia (svt). Then the heart rate (hr) decreased (bradycardia) from 152 to 66 beats per minute (bpm), systolic blood pressure (bp) decreased from 134 mmhg to 109 mmhg which was likely a vagal episode. The event resolved with hr at 109 bpm. Atropine was administered and thrombus removal was continued. Svt was unrelated to the indigo system. Bradycardia was reported to be an adverse event with a possible relationship to the indigo system and a possible relationship to the index procedure. The event is considered resolved.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, the device is not available for return. The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, non conformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.